Event description:
It was reported that two implants broke on insertion during a labral repair. One of the implants broke at the head and one broke midway in body. The broken implants were left in the patient and the surgery was delayed over 30 minutes. No further patient information is available at this time and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.